Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 100 - 300 mg/dl. The customer continued to use the pump for insulin therapy. It was also reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue.